Event description:
During a low anterior resection the cdh33 was closed and fired. When the device was removed and opened there were two doughnuts-proximal and distal. However, the staple line was only partial. The rectum had to be resected and stapled with an eea. There was no consequence to the patient.